Event description:
It was reported that during a device upgrade change out procedure when the right ventricular (rv) lead was connected to the device there was a high, out-of-range shock lead impedance measurement measuring, greater than 200 ohms. This was noted after the pocket was closed. The pocket was then re-opened, and the physician re-inserted all connections and found that the distal coil appeared to be damaged. Subsequently, this rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.